Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent closure and lesion crossing difficulties were encountered. The pt presented non-acutely in 2004. The left anterior descending artery lesion was pre-dilated with a 2.0 x 20 maverick balloon. The physician placed a taxus express2 2.5 x 24 drug eluting stent into the lesion. Immedilately after the stent deployed, it closed off. The physician tried to place a taxus express2 2.5 x 20 drug eluting stent inside the occluded stent. The second stent would not cross the occlusion. The physician removed the occlusion by using an angiojet. There were no other pt complications.